Event description:
It was reported that while using the ilet, the user¿s glucose increased to approximately 300 mg/dl after eating; the user did not announce the meal and allowed the pump to auto-correct, which subsequently brought glucose back into range. Symptoms included hyperglycemia with tiredness/lethargy and dry mouth/thirst. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue related to user interaction with the device¿s user interface, specifically failure to follow instructions regarding meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.